Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate antitachycardia pacing, functional under sensing, and incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.